Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded, with contrast in the balloon and inflation lumen (shaft). The device soaked in a warm waterbath for a week. The tip, balloon, markerbands, proximal weld, hypotube, port/exit notch, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, port/exit notch damage (twisted), and shaft damage (perforation) located approximately 1mm proximal of the port/exit notch. Functional testing was done by attaching a lab supplied inflation device (filled with water) and attaching to the hub of the returned device. Positive pressure was applied in an attempt to inflate the balloon. The balloon partially inflated, but due to the shaft damage, the balloon could not properly inflate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24jan2017. It was reported that the balloon failed to inflate and the shaft kinked. The target lesion was located in the severely calcified vessel below the knee. A 4.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon failed to inflate. The device was removed from the patient's body and when the balloon was inflated outside the patient's body, it did inflate. The shaft was also noted to be kinked. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a shaft perforation.